Manufacturer narrative:
Other, other text: investigation completed on a smith medical intubation/portex endotracheal tubes had received two photos with no evidence of leakage. Sample returned: one (1) sample was returned for evaluation p/n 100/199/075 was submerged under water for testing and this was confirmed. Leakage was detected in the joint between the tube and pilot balloon. The device passed all testing prior to release. Based on the analysis conducted in the sample provided, leaking failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by: not enough solvent at joint.

Event description:
Investigation completed on a smith medical intubation/portex endotracheal tubes had received two photos with no evidence of leakage. Sample returned: one (1) sample was returned for evaluation p/n 100/199/075 was submerged under water for testing and this was confirmed. Leakage was detected in the joint between the tube and pilot balloon. The device passed all testing prior to release. Based on the analysis conducted in the sample provided, leaking failure mode was confirmed. Therefore, according to on pfmea (rmp 1051) the occurrence of this failure condition could be caused by: not enough solvent at joint.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. (B)(6).

Event description:
It was reported that immediately after starting to use the portex endotracheal tube, the customer noticed that air was leaking from the part where the one-way valve connector and the pilot balloon were bonded. No patient injury or complications were reported in relation to this event.